Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion, the plastic cone of the needle broke and separated. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle and a raulerson syringe. The needle hub was cracked across the hub near the bottom resulting in a separation of the hub. The needle cannula was slightly bent and remained firmly attached to the bottom section of the hub. The syringe showed evidence of use, but no defects or anomalies were observed. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined. Further investigation has been initiated with the spec developer.